Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a battery life (128-fxxx) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/08/2016 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 11/18/2016 with the following findings: a review of the pump history showed replace battery 128 alarms. The voltage was not low at the time of the alarm. The rewind, load, and prime steps were performed successfully. The pump electrical current draws were tested and were within specifications. No alarms occurred during testing. Unrelated to the original complaint, the pump case was cracked between the keypad and the case seal. Corrosion was found in the battery compartment. A leak test was performed and failed due to leaks at the crack in the case. The pump was opened to find moisture damage on the printed circuit board. (B)(4).